Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient had a reading of 70 mg/dl on her primary cgm display device, but that the reporter did not get an alert on her follow app of the patient¿s cgm level dropping. By the time the reporter noticed what the patient¿s cgm reading was, the patient had was found unconscious. It was not specified how the cgm device behaved prior to the patient losing consciousness (captured in this complaint). A bg meter reading was taken and was 81 mg/dl. The patient¿s parent gave the patient juice as treatment. The patient regained consciousness a few minutes after this. After she woke up, the patient¿s bg meter reading was 106 mg/dl while the cgm was reading 85 mg/dl. The patient did not seek assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient had a reading of 70 mg/dl on her primary cgm display device, but that the reporter did not get an alert on her follow app of the patient¿s cgm level dropping. By the time the reporter noticed what the patient¿s cgm reading was, the patient had was found unconscious. It was not specified how the cgm device behaved prior to the patient losing consciousness (captured in this complaint). A bg meter reading was taken and was 81 mg/dl. The patient¿s parent gave the patient juice as treatment. The patient regained consciousness a few minutes after this. After she woke up, the patient¿s bg meter reading was 106 mg/dl while the cgm was reading 85 mg/dl. The patient did not seek assistance from a higher level of care. The patient was "fine" at the time of report. Data investigation could not confirm the allegation. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. However, it was noted in connection with the allegation that the app experienced signal loss for one hour during warmup and the first 40 minutes of estimated glucose values on the alleged date of event, 10/15/2025. The lowest egv on the alleged date of event was 76 mg/dl. No additional patient or event information is available.